Event description:
It was reported that this right atrial (ra) lead high out of range thresholds. There were no episodes in the collection period and the lead measurements were within normal range. This system remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).